Event description:
It was reported that a user was unable to attach a connector to the ilet device, expressed concern about defective supplies, opened a new connector, and with guidance successfully attached it, with no effect on blood glucose reported. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included troubleshooting with user education and a review of prior related supply complaints. Investigation of this case revealed successful resolution through correct attachment technique, with no device alarms and no impact on blood glucose. It was concluded that the event was related to use error during connector attachment, and the device functioned as expected once properly connected.